Event description:
It was reported that the device was not cycling properly. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No lot number was provided; therefore, device history record (DHR) review could not be completed. The device was received with the tamper seal intact. The case bottom and battery door were damaged. The reported problem was duplicated during evaluation testing. This was a result of a leaking demand valve assembly. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).